Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention, stent dislodgement. Device issue: dislodged stent. It was reported that there was difficulty crossing the highly calcified left anterior descending (lad) lesion. The stent delivery sys (sds) was pulled back. The stent was flared coming back and got caught on the lesion. The stent was found in the toughey. A dissection was noted in the proximal lad after the stent was pulled back and was treated with a 3.0 x 15 mm promus. No complications were reported, pt is ok. No add'l event or pt info is available. You are receiving this MDR from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.